Event description:
Pt experienced area of erythema on one side of buttock following uterine fibroid embolization. The treating physician determined that an inferior gluteal artery was accidentally embolized possibly as a result of catheter displacement. The treating physician was not using a microcatheter. The treating physician reported that two days following the procedure the pt was improving. No medical intervention was required at this time.